Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the right coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Two photographs were received from the account capturing the resolute integrity 2.25x18mm stent. The stent was kinked, and deformation was evident to number of mid stent wraps with struts raised. Additional information patient has a history of coronary artery disease, prior coronary stenting who was seem for shortness of breath. Myocardial perfusion stress testing demonstrated apical and inferoapical ischemia. Patient admitted to hospital for shortness of breath and palpitations. Mid rca had 70% stenosis and distal rca had 85% stenosis. Rca was dominant. Due to significant calcification tortuosity of the proximal and mid rca, a bmw 14,000, 190cm guide wire was used as a buddy wire. Stent unable to cross due to morphology. Stent noted to be damaged. Stent removed and discarded. Procedure successfully completed with other medtronic stents. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th and 11th stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.